Event description:
A malfunction alarm labeled as malf 16 was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer switched to manual daily injections as a backup therapy.